Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/lcd keypad connector during visual inspection. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported, she was hospitalized due to diabetic ketoacidosis. Customer stated, the insulin pump appears to be working but she is not getting any insulin. She administered a bolus to the air and the insulin did exit. Customer's blood glucose was 463 mg/dl, treated with an insulin drip. Customer's blood glucose was in the 700 mg/dl when hospitalized, treated and released. Customer returned to the hospital on (B)(6) 2014 because of high blood glucose. Troubleshooting was performed. She disconnect from the device. Drive support cap appears normal. Settings were correct. The device passed high pressure test. Cannula not bent. Customer reported some of the buttons were unresponsive. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device a to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.